Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they had a fall in august and for about a 2 weeks to a month they were not able to connect to the stimulator and seeing a message internal data lost. Patient had not used the equipment for about 5 months. Patient stated being at the doctor's office about 2 weeks ago and they were unable to get the equipment to connect. Agent had patient try to use the equipment and patient was getting data lost, internal device has lost all data contact your clinician. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent provided nas phone number for healthcare provider office to call if needed. They will be seeing their doctor in a couple weeks.